Manufacturer narrative:
(Device code): appropriate term/code not available (3191) for device perforation. The following allegations have been investigated: vena cava/mesenteric vein perforation, unable to retrieve, nausea, weight loss, fatigue, shortness of breath, le edema, anxiety, trouble walking/wheelchair bound, and limited activity. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. Specific for ¿embedded¿ a filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported nausea, weight loss, fatigue, shortness of breath, edema in legs, anxiety, trouble walking/wheelchair bound, limited activity are directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant on (B)(6) 2017 via the left common femoral vein due to deep vein thrombosis (dvt). Patient is alleging vena cava perforation, device is unable to be retrieved, perforation of mesenteric vein, nausea. Patient notes and further alleges experiencing "loss of over 40 pounds, nausea after meals, fatigue, development of severe anxiety, edema in legs". Patient further alleges shortness of breath, trouble walking/wheelchair bound, limited activity. Per the (B)(6) 2017 ivc filter placement: "flush catheter was removed over guidewire and replaced with the introducer system for a cook celect inferior vena cava filtration device. This was deployed in the usual fashion in an infrarenal location. Inferior venacavography after filter deployment demonstrated satisfactory positioning of the filter. There is free flow of contrast across the filter". Per the (B)(6) 2019 CT abdomen: "findings: there is an infra renal ivc filter present. The filter follows the course of the patient's infra renal ivc with no appreciable tilting, however, there is focal tortuosity of the ivc at the level of the renal veins which causes the apex of the filter to project towards the right lateral wall of the ivc. The apex of the filter does not touch the ivc wall. The ivc filter tip is located just below the lev el of the lowest renal vein. The anterior right strut of the filter extends beyond the ivc wall approximately 1.5 mm with no adjacent organ/vessel involvement. The anterior left strut of the filter extends beyond the ivc wall approximately 1 mm with no adjacent organ/vessel involvement. The posterior struts of the filter have no clear fat plane between them and the ivc wall. There is no filter strut fracture or bending. There is no stenosis of the ivc".

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook celect platinum filter. Occupation: non-healthcare professional. PMA/510(k) k171712. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook celect platinum filter on (B)(6) 2017". It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.